Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgical tech was trying to assemble the buttress compression nut onto the blade or screw guide sleeve preoperatively, ahead of a trochanteric fixation nail advanced (tfna) case. The buttress compression sleeve would not thread all the way up on the blade or screw sleeve. It appears that the sleeves threads are damaged. Another set was used in the case. The case was not delayed and successfully completed. There is no patient consequence. Concomitant devices reported: buttress/compression nut (part number 03.037.016, lot unknown, quantity 1). This report involves one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.017, lot: l629394, manufacturing site: bettlach, release to warehouse date: october 26, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the blade/screw guide sleeve was received at us customer quality (cq). Upon visual inspection, some of the external threads are damaged, which prevent assembly with mating devices. Functional test: a functional assessment was performed with the complaint device and the returned mating device (03.037.016). The devices cannot fully assemble due to the damaged threads on the complaint device. The complaint condition can be replicated. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: current and manufactured revision was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the threads are damaged, preventing assemble with mating devices. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.